Manufacturer narrative:
The referenced previous bleeding was reported under medwatch report # 2916596-2018-04231. Approximate age of device- 1 year and 11 months. Manufactures investigation conclusion: the pump remained implanted and the patient continued on lvad support until expiring on (B)(6) 2018 (reference MFR. Report # 2916596-2018-04283 for the patient outcome). The pump was not explanted and is not available for evaluation. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented to the hospital with bleeding. An esophagogastroduodenoscopy (egd) performed on (B)(6) 2015 revealed bleeding and large clot at the previous hemoclip site past the ge junction on the lesser curvature/fundus was observed. Two additional hemoclips were placed. A repeat egd on (B)(6) 2018 reported previously seen site in the proximal lesser curvature noted to be still dripping and more hemoclips were placed. After (B)(6) 2015, it was decided that anti-coagulation is exacerbating the gastrointestinal bleeding (gi) and the physicians decided to discontinue medication. No additional information provided.